Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent urethrolysis on (B)(6) 2003. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent mesh removal and replacement of sling with advantage fit- boston scientific and cystoscopy on (B)(6) 2009 for urinary obstruction. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent a tah with bso in 2009.